Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms: after the procedure. It was reported that post left internal / common carotid artery stenting procedure, the pt suffered a stroke. Symptoms included decreased level of consciousness, mild to moderate aphasia, mild to moderate slurring of words and right sided weakness. A head CT was done which did not confirm a stroke, however, the neurological symptoms lasted greater than 48 hours and the neurologist diagnosed the pt as having a stroke. Two days post procedure, the right sided weakness resolved, but the pt continued to have some expressive aphasia. The pt was discharged to home at that time. Although requested, there is no add'l info available.

Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.